Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display, which could not be resolved by troubleshooting. The blood glucose reading was unavailable. The customer stated that the screen was black, and after a battery replacement, the display went blank. Advised replacement of the insulin pump. Nothing further reported.